Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial small intestine laparoscopic resection, the surgeon was able to press the green button, but was not able to squeeze the handle. The instrument did not fire. The surgical time was extended by more than 30 minutes due to the product problem. A new device and reload was used to complete the case.